Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance impedances that had increased over the last year from 90-110 ohms to 110-126 ohms. There was no evidence of noise on the presenting or stored electrograms (egms), and the device had never delivered a shock. Technical services (ts) discussed troubleshooting options and programming considerations. This rv remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance impedances that had increased over the last year from 90-110 ohms to 110-126 ohms. There was no evidence of noise on the presenting or stored electrograms (egms), and the device had never delivered a shock. Technical services (ts) discussed troubleshooting options and programming considerations. This rv remains in service. No adverse patient effects or interventions were reported at this time. Additional information received a year later reported that this rv lead continued to exhibit a gradual rise in shock impedance measurements with a recent measurement of 135 ohms. It was noted that the patient was scheduled for a clinic visit. Technical services (ts) discussed troubleshooting options and the need for possible lead replacement. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance impedances that had increased over the last year from 90-110 ohms to 110-126 ohms. There was no evidence of noise on the presenting or stored electrograms (egms), and the device had never delivered a shock. Technical services (ts) discussed troubleshooting options and programming considerations. This rv remains in service. No adverse patient effects or interventions were reported at this time. Additional information received a year later reported that this rv lead continued to exhibit a gradual rise in shock impedance measurements with a recent measurement of 135 ohms. It was noted that the patient was scheduled for a clinic visit. Technical services (ts) discussed troubleshooting options and the need for possible lead replacement. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.